Manufacturer narrative:
D.6b explant date was added. The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was determined to be anticoagulation management because the partial thromboplastin time value reported at the time of bleed is very low than the therapeutic range. Bleeding was resolved and the hemostasis was achieved by adjustment of coagulation status. A.2 and a.3 revised as they were incorrect on initial manufacturer device report number 1220648-2024-20838. B.7 added as information was inadvertently omitted from initial manufacturer device report number 1220648-2024-20838. G.1 revised MDR reporting contact email since the initial manufacturer device report number 1220648-2024-20838 was submitted. Revised manufacturing site name and address section as several fields were reported incorrectly on the initial manufacturer device report number 1220648-2024-20838.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support and the patient started to bleed from their nose and the insertion site. Coagulation was adjusted and the problem was resolved. The patient remained on impella support.